Event description:
Consumer reports the toothbrush bristles chipped his tooth while brushing.

Manufacturer narrative:
Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible.